Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that the battery cannot be charged. The field service engineer (fse) evaluated the device onsite. It was determined that the battery cannot be charged due to malfunction of battery. The battery was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).